Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No e/a alarm during testing noted. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected restart error. Customer reported that they were able to perform self test, displacement test with insulin pump. Customer reported that the insulin pump did not experienced unexpected restart immediate after battery change. Customer reported nausea, vomiting with high blood glucose level of 485 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.